Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap ovarian cystectomy. Detailed description of event: consultant ms [name] - gyne using the device. She states: bag deployed and opened successfully and sample 6x6 cm cyst placed within the bag. Retrieval bag tore half way up the bag during removal through incision. The bag was then completely cut along the tear line to open bag and remove the specimen using an alternate manufacturers bag. Sample retained for investigation - labeled 'bag 2'. No injury to patient. Additional information received by email from applied medical representative on 17june22: the break occurred halfway up the bag, the bag was then cut along this tear line and opened up to remove the sample from inside. Upon inspection I did not see any damage to the seam or tip of the bag. Patient status: no patient injury or illness occur associated with the complaint event. Type of intervention: continued treatment using alternate manufacturers retrieval bag.

Event description:
Name of procedure being performed: lap ovarian cystectomy. Detailed description of event: consultant ms [name] - gyne using the device. She states: bag deployed and opened successfully and sample 6x6cm cyst placed within the bag. Retrieval bag tore half way up the bag during removal through incision. The bag was then completely cut along the tear line to open bag and remove the specimen using an alternate manufacturers bag. Sample retained for investigation - labeled 'bag 2' no injury to patient. Additional information received by email from applied medical representative on 17june22: the break occurred halfway up the bag, the bag was then cut along this tear line and opened up to remove the sample from inside. Upon inspection I did not see any damage to the seam or tip of the bag. Patient status: no patient injury or illness occur associated with the complaint event. Type of intervention: continued treatment using alternate manufacturers retrieval bag.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned in two separate pieces, confirming the complainant¿s experience of tissue bag fragmentation. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp instrument making multiple cuts on the tissue bag, resulting in the fragmentation.